Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the feed is taking longer than usual. No patient involvement.

Manufacturer narrative:
An investigation was performed for the reported customer complaint: ¿the customer states that the feed is taking longer than usual. No patient involvement.¿ all dhrs are reviewed for accuracy prior to product release. In-process procedures are in place to prevent nonconforming product in the manufacturing process. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The device was returned and evaluated. During evaluation, it was determined the issue could not be confirmed due to the product's end of life. No repairs were made to the unit. No further evaluation was conducted and the device was scrapped. The reported customer complaint could not be confirmed. A root cause could not be determined. A corrective action was previously opened to address the issue of over delivery for this product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.